Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing was observed. Patient was asymptomatic. The oversensing was reproduced by having the patient take a deep breath. Programming changes were made. The patient will continue to be monitored.